Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that there were issues with insulin delivery. The customer reported that there was scar tissue build up under the skin and that there had been no delivery alarms. The customer also reported that there were times the blood glucose was at 600 mg/dl but he had not received any alarm. The customer treated with manual injection and changed the set when the bolus did not have an effect on the blood glucose. The customer was unable to troubleshoot for the no delivery alarm due to it being a past issue.